Event description:
Information received indicates housekeeping found the head section of the bed would move down unintentionally.

Manufacturer narrative:
The technician replaced the right caregiver circuit board to repair the bed.